Event description:
The customer reported to olympus, a routine microbiological culture was performed on all channels of the evis exera iii gastrointestinal videoscope. The scope tested positive for two hundred (200) colony forming units (cfus) of pseudomonas aeruginosa. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. The scope was precleaned with aniosyme x3 detergent. The aer used was a soluscope series 4 along with soluscope cln detergent and soluscope paa disinfectant. The pistons were were cleaned by the same method. The pistons were not autoclaved. The scope clean cleaning brushes from albyn medical were used. The scope was stored in a soluscope dsc8000. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. One (1) cfu of coagulase-negative staphylococci was detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the distal end cover is cracked, the bending section glue is separated, the connecting tube has a 10mm wrinkle from glue, the connecting tube is dented, key top 1 has a pin hole, the universal cord is dented, and there are less angulation. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the same germs were not detected. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.